Event description:
It was reported that "upon x-ray review, it appeared as though the locking screw was in the joint space. Upon surgical revision, the locking screw had disarticulated as well as the metal bracket had disassociated from the polyethylene."

Manufacturer narrative:
Device has not yet been received for eval. No add'l info at this time.